Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to customer¿s blood glucose level. The customer was instructed to reload the cartridge to address the issue.